Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warnings that occurred during fill 1 of 4 of treatment. The patient was connected during the incident and cancelled treatment to see if there was a fluid leak within the cycler. Once the patient opened the cycler door to remove the cassette, fluid was noticed all within the pump module area as well as on the external of the cassette. A fluid leak was discovered on tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a cut on the cassette. The patient was advised to keep the tubing set. The patient was advised to contact the on-call peritoneal dialysis registered nurse (pdrn) regarding for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call back with any encountered issues. Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The cause of the cut on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with m31 air detected in cassette warnings that occurred during fill 1 of 4 of treatment. The patient was connected during the incident and cancelled treatment to see if there was a fluid leak within the cycler. Once the patient opened the cycler door to remove the cassette, fluid was noticed all within the pump module area as well as on the external of the cassette. A fluid leak was discovered on tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a cut on the cassette. The patient was advised to keep the tubing set. The patient was advised to contact the on-call peritoneal dialysis registered nurse (pdrn) regarding for advice on alternate treatment. The patient was advised to use the cycler for the next day's treatment and to call back with any encountered issues. Upon follow up, the pdrn confirmed the reported event. The patient stated the fluid leak occurred during tx complete - step 9 remove cassette of treatment after treatment was cancelled and as the cassette door was opened. The cause of the cut on the cassette was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they completed treatment using manuals on the night of the reported event. Per pdrn the patient continued use of the cycler the following treatment without further issue. The pdrn confirmed the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.